Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's onset of infection started on (B)(6) 2022. The infection was treated with intravenous (IV) ceftazidime. The patient passed away on (B)(6) 2022. The cause of death was bacteremia from pseudomonas. The patient's death was not considered to be device related. The device operated as expected. There were no alarms reported.

Manufacturer narrative:
Section h6: health effect - clinical code: 4846 - bacteremia. Manufacturer's investigation conclusion: the patient passed away on (B)(6) 2022. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.